Event description:
Son started using power chair back in 2007. Cover of seat is split and now it's not usable. Son went to get out of bed one morning and wheelchair was some how turned on. Chair moved and son fell on the floor, no injury noted. There is no power switch on the seat of the chair, if there was a power on and off switch son would have not fallen. Something needs to be done about this power chair.